Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2025 titled ¿a comparison of the results of two different double-row repair techniques in arthroscopic repair of rotator cuff tears¿. The study reviewed fifty-three (53) patients who underwent shoulder procedures using arthrex pushlock devices. Eleven (11) patients were documented to have had rotator cuff lesion resulting a retear. Ref: ünlü, g., et al. (2025). "A comparison of the results of two different double-row repair techniques in arthroscopic repair of rotator cuff tears." Medicina (kaunas) 61(4).